Event description:
The rptr stated that they did back to back (rapid succession) blood glucose testing, using separate fingersticks. Results were 310, 113 and 265 mg/dl. Rptr did not have any symptoms. Control testing was not done due to lack of supplies. On follow-up the rptr stated that they check the confirmation dot when testing, and described the correct technique of applying blood. No harm was alleged.